Event description:
Hold for mb 9.21 it was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 196 ohms. It was noted that the shock impedance trend has been between 50 ohms and 60 ohms over the last year, which is within normal specification limits. There is also no noise observed on the rv or shock channels. Boston scientific technical services (ts) discussed bringing the patient in and stressing the rv lead to try to recreate the out of range shock impedance value. Ts noted it could be an acute lead fracture. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.